Manufacturer narrative:
On-site investigation was performed by our field service engineer. Based on technician statement, the issue with mentioned technical errors was not reproduced onsite. The ventilator passed all functional and safety tests and was cleared for clinical use. Technical error indicating power error shall be triggered when +24 v supply is above +26.5 v for more than three seconds. Technical error indicating patient category mismatch between breathing and monitoring subsystems - software error occurred. Patient category was mismatch between breathing and monitoring subsystems (mismatch is between the range of the inspiratory valves and the expected values). Evaluation of device's logs did not confirm occurrence of claimed technical errors. The cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator generated a technical error codes indicating patient category mismatch between breathing and monitoring subsystems and power error. There was no patient harm. Manufacturer's ref. #: (B)(4).